Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil into the hub of another manufacturer's microcatheter, the physician experienced resistance and subsequently, the coil was unable to advance out of the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.